Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with implantation of a 550cc mentor cpx 4 breast tissue expander with suture tabs prosthesis. Post-operatively, the patient was diagnosed with a leaking right breast tissue expander. As a result, the patient underwent exchange with a mentor gel implant on (B)(6) 2025.

Manufacturer narrative:
On july 29, 2025, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 22, 2026, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted a visual inspection, leak test and microscopic examination of the device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed and it revealed a tear on anterior view at the juncture of the shell and bladder located at 1 o'clock. Microscopic examination was performed and the cause of the rupture could not be identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. Per documentation and device review, the manufacturing of lot 9994304 followed approval process and met specifications throughout the different process controls. The tear mentioned cannot be confirmed as a manufacturing defect. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. Manufacturer¿s reference number: (B)(4).